Event description:
The patient was to receive immunotherapy treatment as order. The immunotherapy's IV line was placed using an IV pump to administer to patient, and line from the filter to the patient disconnected and fell to the floor. There was not therapy spill at this time; however the potential for a spill exists in this setting. The IV therapy bag and line was returned to the pharmacy department. Diagnosis or reason fro use: metastatic melanoma.